Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was received with a scratched display window, cracked display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother states reported via phone call that the insulin pump had moisture damage, damage. The customer's blood glucose reading was 239 mg/dl at the time of the call. Mother stated there is fluid under the lcd screen from water exposure. She noted there is a crack on the top right and bottom left of the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.